Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp had a hematoma at the access site. A femstop was applied to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation into the reported event has been completed. No device was received for evaluation. The cause of the hematoma is most likely use related since upon arrival patient had hematoma at impella site. The pump passed all the post sterile inspection checks.